Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is undetermined but appears sample-specific. Possible explanations for the discrepancy include: the initial sample was collected during hiv's "window period," when tests may not detect infection. An lod sample, when recollected showed up with negative results due to wavering results. Contamination of the initial sample. A sample mix-up.

Event description:
There was an allegation of discrepant cobas® hiv-1 (192t) results from the cobas 5800 analyzer for a single patient. On (B)(6) 2025, the initial sample was generated a positive hiv result 4 times on the cobas 5800 with the following results: -titer 21 cp/ml (logtiter 1.33) -< titer min. -titer 29 cp/ml (logtiter 1.46). -titer 39 cp/ml (logtiter 1.56)". Serology for the initial sample was negative. The sample was recollected and generated "target not detected" results for hiv with both the cobas® hiv-1 (192t) on the c6800 test and the serology test.